Event description:
The physician was treating a female pt who presented with a complete ica occlusion. The physician prepared a 9f balloon guide catheter using 50% contrast. The physician indicated that the 9f balloon guide catheter was prepared as indicated in instructions for use. Although the physician was not able to see the balloon after inflation, he stated that he knew the balloon was inflated by the "feel" of the guide catheter not moving in the ica. After clearing the ica, a dissection in the carotid just below the siphon was noticed. The physician was able to cross the dissection with a wire and stent the dissection. The physician indicated that the patient had a good clinical outcome and was not harmed by this event. No patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the incident.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci balloon guide catheter 9f devices that were shipped to the site, lot numbers 30952, 31102, 31143, 31437, 31444, 31712, 31892, 31919, 31951, 31982, 32044, 32123, 32133, 32148, 32149, 32163, 32178, 32190, 32203, 32217, 32303, 32307, 32316, 32349, 32402, and 32448, were reviewed and no anomalies were found that are related to this complaint.